Event description:
Additional information received on 3/18/2026 for report mw5183996 to update the manufacturer and procode to gex.

Event description:
Cystoscopy, long wolf ureteroscopy, and flexible ureteroscopy with stent replacement and supra pubic catheter exchange with laser lithotripsy was the procedure. While using the flexible ureteroscope with the laser inside the patient the laser fiber broke and the laser beam burned the end of the scope. Surgeon removed the laser fiber and finished the case, but the scope lens was turning black and speckled. During fragmentation there was a change in the function of the laser fiber, and I could tell that the laser fiber had broken. At this point provider put the laser on standby and removed the fiber and a 3-inch distal and was still within the flexible ureteroscope. This was also removed and complete removal of the laser fiber was confirmed.